Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed late; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.

Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at (B)(4) pulses and deactivation occurred at (B)(4) pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44901. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 12/12/2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 6/12/2019.